Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 420 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to moisture. Customer's parent stated that there is fluid under the insulin pump lcd screen. Button error troubleshooting was performed and confirmed that time is advancing. Customer also experienced a high blood glucose of 420 mg/dl and declined troubleshooting. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected.

Manufacturer narrative:
Insulin pump was received with act and up arrow buttons unresponsive due to moisture damage on the keypad traces. No button error alarm noted. Unable to perform the self-test and displacement test due to button keypad anomaly. Moisture damage found on the lcd board. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.